Manufacturer narrative:
The technician confirmed the reported events of leaking and heating up and noted that the driveshaft bearing was fragmented. A damaged driveshaft bearing can cause heat and fragmentation.

Event description:
It was reported that during a wisdom tooth removal procedure at the user facility the core impaction drill overheated and a black substance came out of the end of the device. Although none of the black substance entered the surgical site, the surgeon irrigated the surgical site before completing the procedure successfully with back-up equipment. No medical intervention and no adverse consequences were reported.